Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-dec-2025, a sales representative reported via phone that two ar-4551 sutureloc meniscal root repair kits failed to set during implantation. Both implants were retrieved from the patient, and the case was completed using arthrex fiberlinks and an ar-8922 suture button (12 mm). The issue resulted in a 15-minute delay in the case, and it is uncertain whether additional anesthesia was administered. Bone quality was assessed as good. This occurred during a meniscal root repair procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.